Event description:
I only considered using the product called eroxon. But 90-95% of the feedback from those that used it said it did not work! How does the FDA approve a product that 90% does not work. Where is the data and proof it works. Because actual feedback says otherwise.